Event description:
It was reported that the patient presented remotely via remote monitoring. It was noted that biventricular loss of right ventricular capture was observed on the implantable cardioverter defibrillator (ICD). Programming changes to increase the right ventricular output was completed. The ICD was being monitored. The patient was stable.